Manufacturer narrative:
Additional codes added to evaluation code results and conclusion. Device evaluation summary: two batteries were returned to medtronic for further analysis. The issue batteries not charging was duplicated. The issue was isolated to hsc (hardware short circuit) failure. One of the breath delivery (bd) power controller board was returned to medtronic for further analysis. No physical anomalies were observed during visual inspection. The reported event could not be duplicated. The board was working normally. One of the bd power distribution board was returned to medtronic for further analysis. Visual inspection of the bd power distribution board found a damaged r6 resistor that appeared to be blown. One of the user interface (ui) printed circuit board (pcb) was returned to medtronic for further analysis. The receipt condition of the board, with a blown c174 capacitor. The damage is consistent with the reported event. Historical findings have shown that this type of damage can lead to a blown r6 resistor on the bd power distribution board, which can lead to battery shortages. The cause of the event was isolated to blown c174 capacitor on ui pcb. The event will be included in trending and monitoring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the service engineer (se) evaluated the device and replaced the user interface (ui) printed circuit board assembly (pcba), replaced the power distribution and controller assembly board and replaced the lithium (li) ion batteries. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced parts are returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator ¿turned on and beeped¿, the display screen did not come on, there was a burnt smell and smoke was coming from the back of the ventilator. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.